Event description:
It was reported that this patient was exhibiting an intense pain in the heart area, and that the patient had fainted on several occasions. The clinic reviewed the pacemaker and found sign of myopotential oversensing. Technical services (ts) referred the patient to the medical doctor for further evaluations. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.